Event description:
It was reported the catheter was placed into a female patient in the operating room on (B)(6) 2014. Patient was recovering from an infection post hip replacement. She was also on methotrexate. The PICC was placed in the right arm above the elbow. Confirmation of catheter placement was done with fluoro an injected isovalve. It appeared okay on fluoro. It was reported as a difficult insertion in that it was hard to go up and initially went into ij then fell down. They advanced in the PICC alone and not over the wire. The catheter was not power injected. On (B)(6) 2014, the patient was taken to surgery for open heart surgery to suture her atrium. There was no patient death reported. The PICC was not through the atrium, but was into the ventricle. The catheter was removed and it is unclear if another catheter was placed. The patient is currently recovering.

Manufacturer narrative:
Complaint no. (B)(4). The device will not be returned.